Manufacturer narrative:
The allegation could not be fully assessed, as no data was provided. No reagent kit lot information was provided. A limited investigation using the available information was performed on the cobas sars-cov-2 qualitative assay for use on the cobas 6800/8800 systems. No product issue was identified. A common cause for discrepant results could be a low titer sample. Results are known to waiver between positive and negative when titers are near the limit of detection (lod) for a given test. As no run data was provided, it cannot be determined whether the alleged sample has a titer near the lod for the either test. Additionally, discrepancies may occur due to differences in technology of the two systems and test sensitivities. (B)(6). (B)(4)

Event description:
In light of the covid-19 pandemic and the subsequent emergency use authorizations (euas) for sars-cov-2 diagnostic tests, the agency has requested heightened reporting beyond the reasonably suggests requirements of 803 to include allegations of false positive or false negative results independent of harm or malfunction or off-label use. Pursuant to the agency¿s instruction, we hereby submit this MDR. A customer from (B)(6) alleged discrepant sars-cov-2 results generated for 3 patient samples tested with cobas sars-cov-2 qualitative assay for use on the cobas 6800/8800 systems compared to results obtained with the cobas sars-cov-2 & influenza a/b test for use on the cobas liat system. Three samples generated negative results for the sars-cov-2, influenza a and influenza b assay run on the cobas® liat system. Repeat testing of a newly collected nasal swabs, was performed with the cobas® 6800 analyzer at the partner lab and generated positive sars-cov-2 results. The postive sars-cov-2 results were reported. Patients were isolated. No harm alleged. The samples for the initial tests were collected using the cobas pcr uni swab for the cobas liat test, and for the repeat testing on the cobas 6800 test, the samples were collected using nasal swabs with an unknown media type. The method sheet indicates this test is intended to be used for the detection of sars-cov-2 rna in nasal, nasopharyngeal and oropharyngeal swab samples collected in a copan utm-rt system (utm-rt) or bd¿ universal viral transport system (uvt) and nasal swab samples collected in cobas® pcr media and 0.9% physiological saline. Testing of other sample types with cobas® sars-cov-2 may result in inaccurate results. No data from the cobas sars-cov-2 qualitative assay for use on the cobas 6800/8800 systems was available for investigation. No reagent kit lot information was provided. A limited investigation using the available information was performed on the cobas sars-cov-2 qualitative assay for use on the cobas 6800/8800 systems. No product issue was identified. Per the FDA guidance three (3) mdrs will be filed; one per patient sample.

Manufacturer narrative:
Added historical data analysis under eval method code. (B)(4).